Manufacturer narrative:
This report is to relay corrected information. Concomitant medical products- femoral catalog 183128 lot 122160; tibial tray catalog 141233 lot 191920; patella catalog 11-150842 lot 107970.

Manufacturer narrative:
Review of the device history record for pn:183644 ln:305420 identified no deviations or anomalies. -this device is used for treatment. -root cause could not be determined with information available. -no corrective actions, preventive actions, or field actions resulted after investigation of this event concomitant product(s): - femoral, catalog 183128, lot 282250; tibial tray, catalog 141233, lot 179540; patella, catalog 11-150842, lot 138240.

Event description:
It was reported that patient had a steroid injection in the right knee approximately five years post total knee arthroplasty due to it band tendonitis.